Event description:
Discordant results were obtained with multiple patient samples on an advia centaur cp analyzer. The assays involved in this event are as follows: creatine kinase mb (ck-mb); b-type natriuretic peptide (bnp); troponin I (tni-ultra); thyroid stimulating hormone (tsh3-ultra). The operator ran qc before running the patient samples, and the qc results were within range. The operator also added additional reagent to the wash 1 bottle in the time between checking the qc results and starting the run of patient samples. The initial discordant results were reported to the physician(s). After the cause of the discordant results was recognized, the operator retested the samples on the laboratory's other advia centaur cp analyzer and released corrected reports to the physician(s). There were no known reports of patient treatment being altered, or delayed due to the discordant ck-mb, bnp, tni-ultra and tsh3-ultra results.

Manufacturer narrative:
The customer called the siemens healthcare diagnostics technical solutions center (tsc) regarding this event. During the discussion with the tsc, the customer stated that she had determined that the cause of the discordant ck-mb, bnp, tni-ultra and tsh3-ultra results was due to running the patient samples after base reagent had been inadvertently poured into the wash 1 container.